Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar not firing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (error c-34, monopolar will not fire) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the unit was in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the customer confirmed the error had no effect on the patient as they used a vessel sealer instead. The integrated electrosurgical generator unit (iesu) has since been replaced.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the erbe vio generator was giving error c-34 and monopolar could not be fired. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs. Prior to calling, site restarted the generator, replaced the instrument cable and monopolar instrument, and checked both monopolar ports without any improvement. The tse guided them, just in case, to power it off again and try with another ac wall plug, with no resolve. Site did not have any forcetriad, or other generator. Their other system was not in the same site. Surgeon was able to use the vessel sealer to complete the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar not firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu)] was in an unacceptable state after the start of the procedure, as both monopolar ports did not function, and the surgeon was able to continue with the procedure robotically by using the vessel sealer. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.